Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the battery tube and vibrator assembly however, moisture damage was found on the electronic assembly and motor during visual inspection. The insulin pump received with end cap broken off, partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 7.0 mmol/l. The customer confirmed that the alarm could not be cleared due to lack of button response, and that the pump had potentially been exposed to moisture. The customer has been treating with a back-up plan and their blood glucose was under control. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.